Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Received medwatch mw5059992 from user facility stating: patient is tracheostomy tube dependent. With routine trach change (after two weeks of use) the distal shaft was distorted and the inner wire was exposed. The family reports the same defect not after accidental decan 2 weeks prior. No apparent injury to patient noted.